Event description:
It was reported to boston scientific corporation that after successful placement of the first mesh leg during a pelvic floor repair procedure using an uphold vaginal support system, two centimeters of the suture detached from the second mesh leg when the physician fired the capio device to throw the mesh leg through the patient's tissue. The detached suture, with the needle at the end, was captured inside the capio device. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The product has not been returned; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that after successful placement of the first mesh leg during a pelvic floor repair procedure using an uphold vaginal support system, two centimeters of the suture detached from the second mesh leg when the physician fired the capio device to throw the mesh leg through the patient's tissue. The detached suture, with the needle at the end, was captured inside the capio device. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Additional manufacturer narrative: visual analysis of the returned uphold mesh assembly showed that the needle was missing from each of the two mesh legs. One of the missing needles confirms the complaint. It was reported to boston scientific corporation that the physician cut off the other needle for sharps count. Tool marks were observed at the distal end of both dilators. The capio device was not returned for evaluation. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The most probable root cause is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the detached needle was determined to be design. The tools marks on the dilators most probably occurred when the device was being removed from the patient. (B)(4)